Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident. Customer stated the other blood glucose value was 397 mg/dl, over 100 mg/dl. Customer stated the insulin pump was died. The insulin pump will not be returned for analysis.